Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during priming the customer saw leak from dialysis lock and luer. This was found before use on the patient and therefore no risk of injury.

Manufacturer narrative:
PMA/510(k)# changed from : k08059223 to: k080592. Complaint # (B)(4).

Event description:
It was reported that during priming the customer saw leak from dialysis lock and luer. This was found before use on the patient and therefore no risk of injury.

Manufacturer narrative:
Serial # was changed from: unknown to: n/a as this device is manufactured with a lot # only. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported that during priming the customer saw leak from dialysis lock and luer. This was found before use on the patient and therefore no risk of injury.